Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system failed to startup. Upon troubleshooting fse found customer accidentally pressed the red button causing an improper system shutdown. To resolve the issue, fse loaded the software onto the system and performed configurations and functional tests. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to user as the user pressed the red button which led to power outage, so it's not a component issue it's a user related issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to startup. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported.philips has started an investigation of this complaint.